Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of below 50 mg/dl. Customer was hospitalized for low readings. Customer was treated by emergency medical services. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was not performed. The insulin pump was not returned for analysis.